Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented with shortness of breath. Upon interrogation, it was noted that the atrial leadless pacemaker (lp) exhibited noise oversensing and far r oversensing that led to inappropriate automatic mode switch along with high capture threshold. Additionally, the right ventricular lp exhibited noise. Programming changes were made. The patient was stable.

Event description:
New information received indicates that the shortness of breath was not due to the oversensing but was due to the sensor being turned off with no pacing support above base rate. There was no allegation that the ventricular lp contributed to the shortness of breath.